Event description:
Ibc from pt calling regarding cadd legacy pump malfunction (sn #: (B)(4), mnt due 08/16/2018). Pt states that yesterday evening she didn't realize until approx three hours after changing her pump that her ultrasite cap was cracked and her pump was leaking. Once she changed everything, the pump gave her a high pressure alarm but there were no kinks or any other reason that she could see that would cause the high pressure alarm. Pt changed to her second pump and so far no issues since last night. Pt resumed her pump at the current dose of 41nkm, dosing wt 42kg, pump rate 83ml/24hr. Pt stated that she experienced nausea, stomach pain, headache, and elevated hr (137 at the local (B)(6)). Pt states that her bp was okay. Pt states that her symptoms have since subsided and she is feeling better. No further info known. Device malfunction: "did the reported product fault occur while in use with a pt: yes; did the product issue cause or contribute to pt or clinical injury: yes; if yes, was any medical intervention provided, please explain: no. But pt had worsened side effects upon restarting". Dose or amount: 41ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.